Manufacturer narrative:
This is a duplicate of report # 1218950-2015-04559.

Event description:
The customer reported that the battery cannot be calibrated. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery cannot be calibrated. There was no reported patient involvement.